Manufacturer narrative:
(B)(4).

Event description:
During the pt's last pump refill, no drug was able to be aspirated from the pump. The pump was replaced on (B)(6) 2010. Pump drug info was not reported. The pt outcome was not reported. Add'l info has been requested, but was not available as of the date of this report.